Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) in the pancreas preformed on (B)(6) 2011. According to the complainant, the physician first dilated the pancreas with a maxforce 4 balloon, but decided to switch to the larger maxforce 6 balloon. No malfunction occurred with the maxforce 4 balloon that was used. The physician dilated the distal end without issue, then deflated the balloon. However, after moving the balloon and dilating the proximal end, it failed to deflate. Reportedly, not all of the inflation medium (water) was able to be removed from the balloon. The device and scope were removed in tandem, then the balloon was removed. At this time, the procedure was ended. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results visual examination of the returned device found the catheter to be severely kinked and flattened along its length. The functional test revealed a pinhole in the balloon material. The investigation results are not consistent with the event description. The reported defect of balloon deflation failed was not confirmed, as the balloon was found to be fully deflated with a pinhole in the balloon, and the catheter kinked and flattened. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Preliminary investigation results: preliminary evaluation of the returned complaint device revealed a pinhole in the balloon, however the final investigation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) in the pancreas preformed on (B)(6), 2011. According to the complainant, the physician first dilated the pancreas with a maxforce 4 balloon, but decided to switch to the larger maxforce 6 balloon. No malfunction occurred with the maxforce 4 balloon that was used. The physician dilated the distal end without issue, then deflated the balloon. However, after moving the balloon and dilating the proximal end, it failed to deflate. Reportedly, not all of the inflation medium (water) was able to be removed from the balloon. The device and scope were removed in tandem, then the balloon was removed. At this time, the procedure was ended. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.